Event description:
Customer reports underinfusion occurred on this pump. Display read infusion complete after 8 hours of therapy, approximately 700 ml tpn was still in the bag. Pump was programmed to administer tpn - 2000ml over a 12 hour period. No patient injury has been reported at this time. Patient received new pump to continue therapy. Pump will be sent to baxter pai lab for evaluation. No additional patient information is available at this time.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and evaluation performed, a follow-up report will be filed.